Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient had a wearable failure during warmup while at work. The patient was unable to monitor or check his blood glucose (bg); as a result, he experienced hypoglycemic symptoms such as sweating and weakness. The patient called paramedics at 12:30pm, when the paramedics arrived, they checked the patient's glucose value by using a manual bg meter and they found that the patient's bg is 59 mg/dl. The paramedics treated the patient with glucose liquid orally. The patient recovered after treatment and went home at around 2:30pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Pairing test was performed and passed. As previously reported, performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration via data.